Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user observed the error code message "f033". No other details regarding the nature of the event were provided. As a result, an alternate device was employed for the procedure. The user reported surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.